Event description:
Pt underwent a right above knee amputation and on 1/30/95 the upper and lower drains were to be removed. The upper drain was removed without difficulty. The lower drain was removed partially and then subsequently broke. About three inches of the drain remained. The remaining section of the drain was removed on 2/1/95.